Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2014-device evaluation:the pump has been returned and evaluated by product analysis on 09/25/2014 with the following findings:a review of the pump black box data indicated evidence of excessive battery usage and short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked; however, the battery cap secured properly to the pump, and a power loss was not observed. Current draws did not measure within specifications. The pump case was removed and no evidence of moisture ingress was found. Further testing revealed a defective u31 component caused a high sleep current draw. The suspect component was removed from the printed circuit board and current draws returned within specifications.